Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system test at 3.5lbs due to a faulty force sensor resistor. The pump was received with a severely scratched lcd window, cracked display window corners, a cracked reservoir tube, a cracked reservoir tube lip, and a scratch around the casing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she tried to replace the reservoir in the insulin pump and the pump keeps alarming compromised force sensor system. Customer's blood glucose is 128 mg/dl. Customer stated that the drive support cap appears normal and was not pushed on while the customer was connected. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.